Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found outer insulation was breached consistent with extreme twisting of the insulation at 12.0 cm from the connector pin.